Manufacturer narrative:
Initial and final (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced one event of infusion set kinked cannula on (B)(6)2024 and two events in the month of november which led to high blood glucose. The issue was observed within three hours of insertion. The site of insertion was upper buttocks. High blood glucose was addressed using correction injection via multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.